Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy had autofill failure alarm. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was intermittently alarming with an autofill failure alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, an md in the heart & lung transplant unit, called for assistance with an autofill failure alarm on a cardiosave during use; no patient harm or injury was reported. The doctor stated that the pump intermittently alarmed with an autofill failure alarm. They were able to restart therapy each time, but the doctor was inquiring about how to prevent it from happening anymore. Troubleshooting determined the patient was stable with an axillary balloon. An off-label disclaimer was provided. The engineer discussed the potential causes of the autofill failure alarm; the doctor included that there was a loop in the secured balloon but did not want to reposition it overnight without a surgeon present. The doctor also informed me they had exchanged three pumps before calling the support line. The pump was not alarming at the time of the call, and the doctor agreed to inspect the balloon catheter more closely for any signs of a possible bend in the tubing, with a plan to inform the day shift team of the need to resecure the balloon, relieving any bends. Complaint information was obtained. The doctor appreciated the support and denied any other questions.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(event site state).